Event description:
It was reported that the blade fell apart during surgery. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The offending pfna, proximal femur nail antirotation, blade was forwarded to the relevant product development center for an in-depth investigation and the following observations were made. They found no reason that could have caused this damage and could not assess the failure with the presented information. They could only assume that the instrument was not properly installed or the instrument used with the blade has a defect. A functional test with an implant from the same lot number showed no failure. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The inspection of the material and manufacturer documents has shown that the blade complies with all regulations and fully meets the ao / asif specifications. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. The implant was manufactured in accordance with all specifications and no product fault could be detected. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. It is noted that the instruments used with this implant during the event should be checked for any damage.